Event description:
It was reported that when stooping cracking left hip joint, radiographic cone fractured.

Manufacturer narrative:
Our local representatives have confirmed this is a duplicate complaint of smith & nephew, inc. Complaint (B)(4) (report number: 1020279-2018-02873). All actions and evaluation will be conducted against that complaint number.